Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1, -07.00 diopter, implantable collamer lens, into the patient's left eye (os) on (B)(6) 2020. Significant reduction of endothelial cell count or significant endothelial cell loss was observed. Specular microscopy diagnostices performed. No treatment performed. Lens remains implanted. Cause of the event is reported as patient related factor. "The longer case time and additional requisite manipulation are likely associated with the endothelial cell loss, event related to the procedure but not related to the device." Reportedly, "the surgeon will conduct a repeat specular microscopy in (B)(6) 2021 to determine whether further action is needed."